Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2014, product type : lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 02-may-2018, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 05-may-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the rep checked impedances and the 0-4 were over 10 ,000. Rep reported it appeared to be the right lead. The 8-15 lead appeared to be the left lead without incident. The rep reprogrammed around these electrodes and asked the patient to use the stimulation and they will check back in several weeks. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported cause was not determined. No actions or interventions were taken at this time. Weight was unknown.